Manufacturer narrative:
Placeholder.

Event description:
This was a left-sided lead extraction to remove three leads due to cied system/pocket infection. Each of the leads was prepped with an lld and a 16f glidelight laser sheath was used. The atrial lead was extracted easily. Extraction of the rv lead then began. The extraction went smoothly, however massive bleeding was suddenly seen on tee. A sternotomy was performed and an injury in the svc was discovered. Unfortunately, efforts to save the patient were unsuccessful.